Event description:
The manufacturer received information alleging a ventilator had a "service required" alarm condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and interface board were replaced to address the issue. The device's oxygen blending module was replaced due to physical damage.